Event description:
Customer called to report high bgs. It was stated that when they went to check the reservoir, the driver arm was broken and rattling inside the compartment. The insulin was not exiting. Device was not dropped, bumped, or exposed to moisture.